Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a no image due to cable malfunction. The issue identified during preparation for use for diagnostic electric cutting procedure, which was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to field d9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an abnormal image, and touch the cable and snowflakes appear. The issue was identified during preparation for use for a diagnostic electric cutting procedure, which was completed using similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had an abnormal image, and touch the cable and snowflakes appear. The issue was identified during preparation for use for a diagnostic electric cutting procedure, which was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.